Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
A user facility reported to olympus that "silicone oil may have remained in the working channel." In addition, it was reported that brushing of the working channel was not possible and the cleaning process could not be performed. This report is submitted for the reported malfunction of "silicone oil may have remained in the working channel." The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The passage of the forceps and cleaning brush were checked in the biopsy channel: passage was correct without feeling any difficulty. The biopsy channel was found clean and free from foreign material. Neither residues from previous use nor residues from previous reprocessing were noted or ejected from the biopsy channel during the examination process. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.